Manufacturer narrative:
H6, health effect codes have been updated from f12 to f1904 and f1905.

Event description:
An impella cp device was inserted via the right femoral artery in a 77-year-old male who presented as scai stage d with acute myocardial infarction complicated by cardiogenic shock. The patient¿s medical history was significant for diabetes mellitus. Coronary intervention was performed with percutaneous transluminal coronary angioplasty and stent placement to the left anterior descending artery, left circumflex artery, and right coronary artery. At the time of support, the patient was receiving intra-aortic balloon pump support, inotropes, vasopressors, and mechanical ventilation for respiratory support. Following the coronary intervention, pink-tinged urine was noted upon placement of a foley catheter. The patient subsequently developed hemolysis. The use of large-bore femoral arterial access, anticoagulation, critical illness, and hemodynamic instability may have contributed to the reported hemolysis. Comprehensive review of the event did not identify evidence suggesting device contribution to the reported event. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1: added product problem. H6: e0303 omitted and e2343 added. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: mechanical interaction with blood/ hemolysis: the cause of the hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
Additional information was received therefore b5 updated. This is one or two complaints this one is for the first pump the impella cp and another report is for the impella 5.5.

Event description:
Clinician narrative updated an impella cp was implanted in a 77-year-old male via the right femoral artery for management of acute myocardial infarction complicated by cardiogenic shock (scai stage e). The patient had a history of diabetes mellitus. Pre-implant hemodynamics included an act of 358 seconds, lactate of 2.8 mmol/l, and lvedp of 25 mmhg. The patient was receiving intra-aortic balloon pump support, inotropes, vasopressors, and ventilator support prior to escalation of mechanical circulatory support. Coronary intervention included lad, lcx, and rca angioplasty with ptca stent placement. Shortly after foley catheter placement, pink-tinged urine was observed, and hemolysis was reported as the patient experience related to the pump. The impella cp purge solution consisted of d5w. Hemolysis in the setting of cardiogenic shock may occur secondary to low-flow states, elevated shear forces, anticoagulation levels, underlying ischemia, or device position. Additional information indicates that hemolysis resolved following repositioning and escalation of support.